Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and the battery failed the runtime test with a runtime of only 25 minutes. To resolve the issue, the stm replaced the batteries. In addition, the iabp also failed the fiber optic test, and the stm replaced the fiber optic module to resolve this issue. The stm then performed calibration and all functional and safety tests to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) suddenly stopped pumping; the EKG waveform was good but the pressure waveform was lost. The patient was transferred to another iabp without any issue. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and the battery failed the runtime test with a runtime of only 25 minutes. To resolve the issue, the stm replaced the batteries. In addition, the stm observed saline spill on both the outside and inside of the iabp and the iabp failed the fiber optic test. The stm replaced the fiber optic module to resolve this issue and the iabp passed all calibration, functional and safety tests to factory specifications.the iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) suddenly stopped pumping; the EKG waveform was good but the pressure waveform was lost. The patient was transferred to another iabp without any issue. No adverse event was reported.